Manufacturer narrative:
Due to character restriction in block e1. E1: initial reporter is (B)(6). E1: event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas leak alarm on patient. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11, h6 (medical device ¿ problem code). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas leak alarm, culminating on an autofill failure. The customer swapped out the console to continue treatment without issue. There was no patient harm.

Manufacturer narrative:
Updated fields: b3, b4, b5, g3, g6, h2, h11, h6 (medical device ¿ problem code, type of investigation, investigation finding). A getinge field service engineer (fse) evaluated the unit and successfully completed a simulated treatment upon initial testing using a testing catheter and trainer. The reported issue could not be replicated. The fse identified gas loss alarms and an autofill failure in the logs, correlating with the user complaint. However, the unit failed the all-manifold test in the pim section, with the third test registering a difference of -38 mmhg out of 10 mmhg ±. The fse replaced the pim (0997-00-1178) as a precaution and backed out the pneumatic assembly for a full inspection. O-rings on the vacuum and pressure regulators were found dried and easily fell out. The regulators were within specifications but were replaced (0103-00-0633) as a precaution. Service actions, including pim replacement and all manifold tests, were successfully completed, clearing the pim section. The unit was run on the testing catheter and trainer while on-site without issue. The unit was calibrated and passed all functional and safety tests per factory specifications. Service is complete.